Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During asnis3 surgery, the surgeon used the 2.7mm drill bit. However the drilling was difficult. The surgeon used another drill bit and surgery was completed.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation and therefore no conclusions could be made how the failure occurred. Please note that such devices are recommended as "single patient use" according the instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices to guarantee a proper function. Due to the limited provided information a detailed root cause of the complaint event cannot be determined. The circumstances of the breakage were not available. If more detailed and relevant information about the complaint event becomes available the investigation report will be updated.

Event description:
During asnis3 surgery, the surgeon used the 2.7mm drill bit. However the drilling was difficult. The surgeon used another drill bit and surgery was completed.